Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 627732) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2009. Essure placed on left tube first with 2 coils visualized post procedure; repeated on the right with 1 coil noted after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Previously reported event "medical device removal" updated to ¿pelvic pain¿. . Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) (batch no. 627732) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2009. Essure placed on left tube first with 2 coils visualized post procedure; repeated on the right with 1 coil noted after insertion. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) (batch no. 627732) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2009. Essure placed on left tube first with 2 coils visualized post procedure; repeated on the right with 1 coil noted after insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted (lot no. 627732) for female sterilisation. The patient had a medical history of paratubal cyst, cesarean section, back pain, parity 2, gravida ii, endometriosis, adenomyosis and pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (da vinci robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure (ess205) administration. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 , (B)(6) 2009 &(B)(6) 2008 essure placed on left tube first with 2 coils visualized post procedure; repeated on the right with 1 coil noted after insertion. Discrepancy noted in date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: bilateral essure devices are seen, with no radiographic evidence of fallopian tube opacification. Free spill of contrast from uterine cavities, through the fallopian tubes into the peritoneal cavity was not visualized. 2. Relatively small uterine cavity was visualized, with a single cervix noted. The more proximal/central uterine cavity extends into two distinct tubular components of the more cephalad uterus. Findings are likely developmental, and possibly related to mullerian duct variant, possibly a bicornuate or arcuate uterus. Postsurgical change can also have this appearance [pathology test] on (B)(6) 2020: upon amputation of the adnexa, bilateral essure wires are in place within the proximal fallopian tubes. The right ovary on cut section, the essure wire is in place within the proximal lumen and extends 2.0 cm in length. The left ovary on cut section, the essure wire is in place within the proximal lumen and extends 2.0 cm in length. [Pregnancy test urine] on (B)(6) 2009: negative. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.